Event description:
This device was implanted on (B)(6) 2013 and was explanted on (B)(6) 2017. A report received on may 25, 2017 stated that this device was extracted due to infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).